Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation.

Event description:
Index surgery: (B)(6) 2012. Surgeon noted polyethylene wear on component. Patient is not yet revised.

Manufacturer narrative:
After further review of additional information received the narrative have been updated accordingly. It is noted that the surgeon must ensure that there are no biological factors that might adversely affect the life of the implant, and that malpositioned components may increase the likelihood of surgical revisions. The patient has several risk factors that decrease bone health such as chemotherapy, smoking and avascular necrosis, conditions that could affect implant life. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The most likely cause of the reported revision for prosthesis wear may have been due to a deformed rim in the posterior aspect of the liner consistent with impingement that produced an edge-directed load vector and migration of the femoral head resulting in the superior polyethylene wear evident in the x-rays and the explant photos, implant life may have also been affected by patient conditions of chemotherapy, smoking and avascular necrosis. This device is used for treatment, not diagnosis. Corrected data: age at time of event, date of birth, weight, date of event, describe event or problem (the patient was not in a knee study), and explanted date.

Event description:
The revision was due to acetabular asymmetry because of poly wear requiring exchange of the liner and femoral head for the left hip, this surgery marked the event as resolved. No additional information is provided. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2016-00421 and 1038671-2016-00422.

Manufacturer narrative:
The revision due to polyethylene wear reported in this event may have been due to a deformed rim in the posterior aspect of the liner consistent with impingement that produced an edge-directed load vector and migration of the femoral head resulting in the superior polyethylene wear evident in the x-rays and the explant. This cannot be confirmed because the revised components were not returned to the manufacturer for evaluation prior to destructive testing. This device is used for treatment not diagnosis.

Event description:
It was reported that a patient was initially implanted with a left total hip replacement on (B)(6) 2012. A left hip revision occurred on (B)(6) 2016 due to poly wear noted on x-ray 3.5 yrs postop. This patient was enrolled in the exactech knee replacement study. The patient was stable upon leaving the or. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2016-00421 and 1038671-2016-00422.